Event description:
This is filed for a clip opening while establishing final arm angle (efaa). It was reported that on (B)(6) 2022, a patient presented with functional mitral regurgitation (mr), a small mitral valve area (mva) and a baseline gradient of 9.0 mmhg. During establishing final arm angle (efaa) with an xt mitraclip, the clip open while locked. Troubleshooting was performed, and the device was removed. During removal there was difficulty removing the clip into the steerable guide catheter (sgc). They were able to remove the device. A replacement was used to complete the procedure. The gradient was now 10 mmhg, and the mr was reduced to 2-3. The physician was satisfied with the gradient and there were no adverse patient effects or device malfunctions associated with the implanted clip. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open while establishing final arm angle (efaa) and difficulty removing the clip delivery system (cds) were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa and difficulty removing the cds. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).